Event description:
The self-adhering foam was applied on this patient following liposuction surgery. Patient required rehospitalization for treatment of cellulitis. Physicians indicated that patient experienced an allergic reaction to this product.